Event description:
Dealer called stating that the seat on the 68581b rollator has allegedly cracked. No injury alleged. Replacement part sent on warranty order #(B)(4). The malfunction has not been confirmed.